Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and a leak was noted at the heat seal bead. Functional leak testing was also performed and a leak was noted at the patient line connector heat seal bead. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that automated peritoneal dialysis (pd) cassette was leaking from the connection between the tubing and the patient line connector. The leak was observed during the first infusion phase of pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.